Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-22 - client is testing with expired test strips test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call in order to ensure the customer's condition since the initial call - customer's condition had improved, and she did not currently have any diabetic symptoms. Medical intervention since the last call was reported. Due to not feeling well, customer had gone to her doctor's office. Customer stated at the doctor's office they had drawn blood and she had drank one liter of water. Customer's blood glucose test result when at the doctor's office was 220 mg/dl non-fasting. No new medications or healthcare program had been suggested. Customer had tested using the truemetrix meter and had obtained a result of 140 mg/dl fasting.

Event description:
Customer reported complaint stating she sees err. At the time of the call, the customer reported feeling tired and dizzy. Customer was instructed to seek medical intervention. Customer's test strips are expired - manufacturer's expiration date is 01/26/2018.